Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.1 had failed. The user tried to recover and restart, but it still failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 had failed. The user had attempted recovery and restart of the device; however, the issue persisted. The field service engineer (fse) identified that the half-height drawer had broken rails, causing multiple failures. The pockets were removed from the failed drawer and transferred to a new drawer, and the new drawer was properly configured. The system functioned as intended after field service engineer repaired the device.